Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a refill scheduled for (B)(6) 2013, which was six days after the initial report was made. It was also noted that the patient had been experiencing symptoms for 24 hours by the time he made the initial report.

Event description:
It was reported that the patient experienced withdrawal symptoms. At the pervious refill, at the ¿end of (B)(6), beginning of (B)(6) 2013 (the exact date was not reported) there was ¿a lot less medicine in there than they thought there would be.¿ the reporter thought there was an eight milliliter discrepancy. That was the second refill, and it was noted ¿they weren¿t sure the pump was working correctly.¿ the patient thought he had ¿run out of meds and noted that as of the date of the initial report he was ¿a week out from his due date.¿ he thought he had heard ¿a noise¿ from his pump the day before the initial report was made, but ¿wasn¿t sure what it was¿ and had not heard it again. The patient had a personal therapy manager (ptm) programmer and had used the ptm since the hearing the ¿noise¿ and noted that ¿it appears to be working normally¿ but didn¿t fell like he was getting any medication. The patient was in a lot of pain, was throwing up, had the shakes, a headache, the chills and dizziness ¿for about 24 hours.¿ the device system was used to infuse dilaudid, bupivacaine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).